Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was stated that during preventive maintenance the service engineer discovered a crack in the cover of the display ceiling suspension (dcs). The investigation results indicated that the damage could only be caused by a collision with the base system or an external object. In general, everything within the movement range or that could cause a collision must be removed before any system movement is initiated. This is also described within the system user manual. The affected cover support arm dcs 12f (material number 8127669) was already replaced at customer site. No system malfunction could be determined. The complaint was closed. H11 corrected data: d3: manufacturer street address was corrected and email added.

Manufacturer narrative:
No system malfunction has been determined. No general problem has been detected for the installed base which requires an immediate action. According to the currently available information the issue was caused by user inattentiveness. It is in the responsibility of the user to avoid collisions.

Event description:
During preventative maintenance, the service engineer discovered a crack in a cover of the display ceiling suspension (dcs). It was unclear how the damage had happened. It is assumed that the user tilted the system or collided another object onto the dcs arm by accident. In a worst-case scenario, persons could be seriously injured by falling parts due to a collision of the system or other object with the dcs. No injury was communicated.